Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior, creases fold and missing shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: missing shell due to inconclusive and a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Physician reported rupture of right implant confirmed by CT scan. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of right implant confirmed by CT scan. The device was explanted and replaced.